Event description:
It was reported that during testing conducted at the manufacturer facility the device was overheating and paint chips had disassembled from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.